Manufacturer narrative:
Good faith effort attempts were made to try and retrieve explant date (field d6b) and device return status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the boston scientific field representative contacted technical services (ts) because this insertable cardiac monitor (icm) device exhibited poor-quality signals. They noted the signal had been adequate until the previous week. Ts suspected this icm device could have migrated or self-explanted, resulting in poor-quality signals; ts added the device appeared to be close enough to the mobile monitor since it was still connecting. Ts suggested to consider performing a chest x-ray to confirm if the device was still implanted. In addition, two (2) false pause events had been stored by the device due to undersensing of the poor-quality signals. Additional information from the field representative indicates this icm device migrated and was removed from the patient. No adverse patient effects were reported. This icm device has not been returned.